Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is recessed protruded. The rewind message occurred after an alarm. Blood glucose value was 5.4 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.